Event description:
It was reported that during preparation for use, foreign material was found on the tubing. It looks like mildew that originated from the battery pack. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device. A follow-up report will be submitted after the quality investigation is complete.